Event description:
Per the clinic, the patient experienced feedback noise and intermittent sound from the implanted device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2025 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.